Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the full system was replaced on (B)(6) 2025, resolving the issue. The devices will be returned.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021. Product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2021. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The rep met with patient in office 8/26/24. Patient stated she was unable to recharge her ins over the past 1-2 months and feels that the battery has moved. We were able to connect to ins and recharge battery using patient controller. Once recharged, reprogramming was attempted. When reprogramming along one of the leads, patient reported perceived stimulation to left breast region. Patient stated she had not experienced this in the past. Patient reports unable to perceive stimulation to right leg during reprogramming session despite ability to feel stimulation in this region when using her device previously. The patient had a return of pain. Electrodes were tested on both leads during reprogramming. All impedances within normal limits and lead connection check all green. Patient reported preferring ld stimulation. Programming targeting left leg and back this session. The session was discussed with patient¿s physician. Plan to obtain image during next visit 9/9/24 to visualize lead and battery position. Additional information was received from the rep. It was reported that the rep received call that pt was admitted as inpatient and getting MRI. Patient did not have controller to put device in MRI mode. Arrived to hospital. Patient stated she had kept device off since we met as asked. Charged up ins to put in MRI mode. Patient reports she received a CT scan and x-ray upon arrival to hospital that showed leads were in correct space. However, cannot confirm as I did not see image. Patient states she is admitted for lower extremity numbness that started while she was in the rehab facility a few months ago. She arrived home from rehab facility on thursday 8/29 and then readmitted to hospital 8/30. Patient stated she hopes to be discharged from the hospital to attend her 9/9 appointment at prc with dr. Rep planning to be at this appt. Additional information was received from the manufacturer representative (rep) reporting that the hospitalization/lower extremity numbness/rehab facility issues were clarified to not be related to the patient¿s neurostimulation. The patient stated that they were not using their stimulator at the time this began. The cause of the patient¿s loss of pain relief, feeling stimulation in their left breast region and not in their right leg as they previously were, difficulties charging and ins moving was not determined. Per patient, the scan in the hospital showed the leads had not moved. However, this had not been confirmed with the patient¿s physician. The patient cancelled their most recent appointment with their doctor as they were still admitted in the hospital. They would call the rep back when they rescheduled their appointment. Their stimulation remains off at this time. The rep is planning to meet the patient in the clinic to confirm lead placement with the physician and allow the physician to examine the patient battery site. Their meeting had not been set up at this time. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. H6: codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.